Manufacturer narrative:
This report is for one (1) unknown ti screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation procedure of a meta-carpal on (B)(6) 2017, a screw head broke off when implanting the screw. It was a ti screw out of a modular hand. Size of the screw is unknown. Surgeon told the sales consultant that he wasn¿t sure whether it was caused by over-torque or not. The broken part of the screw was left in the patient. Another screw was not used as the broken piece was left in the patient. Patient information is not available. X-rays were taken but they are unavailable for review. There was no surgical delay and the patient outcome was noted as stable. Surgery was completed successfully. Concomitant devices: screwdriver (part # unknown, lot # unknown, quantity 1) this report is for one (1) unknown ti screw. This is report 1 of 1 for complaint (B)(4).